Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300 to 500 mg/dl range with small amounts of ketones. The customer also stated that they had fallen due to elevated bg levels. No medical intervention was reported. A correction bolus was delivered via the pump to address bg levels. The customer declined to perform a system check with tandem technical support.